Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric by-pass procedure, the device with a blue cartridge cut, but did not staple. Another device was used to complete the case with no pt consequence reported.